Event description:
It was reported that during a procedure the laser system displayed an error indicative of a system malfunction. After consultation with manufacturer's technical support it was determined that the system was no longer able to be utilized; therefore the case was converted to turp (an alternative surgical procedure). No injury was reported.